Manufacturer narrative:
The patient's meter was returned for investigation. The display functionality was checked and the meter beeps when powered on. After powering on the meter the visual inspection of the display showed several black lines and spots. The representation of the results overlays the black lines/spots as the contrast of the lines/spots is weaker than the rest of the representation in the display. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The results are clearly readable. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue.

Manufacturer narrative:
The customer's meter was returned for investigation. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer stated that there was a control solution in the strip guide and there were little black pixel dots over the entire screen. The meter was then reset and powered on. While there were no missing segments in the results field, the black pixel dots hindered the interpretation of the results. There had been no misinterpretation of results.